Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-02072 for the other associated device information. It was reported to boston scientific corporation that two jagwires were to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, during preparation, 2 millimeters of the distal tip detached from the first device, while 3 millimeters detached from the second device. The procedure was completed with a third jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.